Event description:
Boston scientific received information that during a follow up, increase in pacing thresholds as well as out of range pacing impedances were revealed on this right ventricular lead. A revision of this lead was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received revealed that this lead was explanted and replaced. No additional information is available at this time. No patient effects were reported following the procedure.

Event description:
--